Manufacturer narrative:
Analysis of the lead with serial number (B)(4) and found that there was a reliability non-conformance. It was noted that all eight conductors were broken 24.3 cm from the distal end of the lead. It was noted that the stim lead body conductor was broken at the twist lock anchor site. Analysis of the lead (B)(4) found that there was a reliability non-conformance. It was noted that all eight conductors were broken 24.7 cm from the distal end of the lead. It was noted that the stim lead body conductor was broken at the twist lock anchor site. Analysis of the implantable neurostimulator (ins) with serial number (B)(4) found that there was no anomaly. Analysis of the implantable neurostimulator (ins) with serial number (B)(4) found that there was no anomaly.

Event description:
It was reported that 6 months after implant, the stimulation stopped. There were high impedances observed on the leads with values >3600 ohms on all 16 electrodes. The patient experienced a loss of stimulation/therapeutic effect. The spinal cord stimulation (scs) system was explanted. Patient status at the time of this report was alive with no injury. It was also reported that, during the surgery, the surgeon refused to test leads with multi-lead trialing cable for impedance checks, so another implantable neurostimulator (ins) was opened and attached to the existing leads to check impedances. It was further reported that the patient was resting and had received post op medication. The implantable neurostimulator (ins) was removed per physician's decision. There were no malfunctions seen or cause of issue determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4),implanted:(B)(6) 2010, explanted: (B)(6) 2014-, product type: lead. (B)(4).

Event description:
It was further reported that the ins that was opened to check impedances was never implanted. It was noted that the implantable neurostimulator (ins) with serial number (B)(4) and both leads were explanted. The products were not replaced. Besides the reference electrode 0, every electrode or electrode pair listed had an impedance >3600 ohms. It was noted that all electrodes were out of range. It was noted that ¿low back right leg¿ and ¿leads button of 7.¿ it was noted that stimulation was off. The patient had five groups. The soft start for each group was 4. It was noted that cycling was off on every group. Typical coupling was eight bars. Typical duration was 2.4 hours and an interval of 93.9 days. The battery was listed as [/// ].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.